Event description:
A malfunction was reported by the customer, but no notable events preceded it. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information and assisted the customer in resetting the pump, successfully resolving the malfunction, and allowing the customer to continue using the pump. The customer was instructed to reach out if the issue recurred and acknowledged understanding the instructions.